Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Additionally, the patient stated the inaccuracy has been off sometimes by 200+ points. The sensor was inserted on (B)(6) 2016. It was reported the patient entered bg values outside 40-400 range. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was also reported the patient entered bg values outside 40-400 range. The dexcom g4® platinum continuous glucose monitoring share system states: use only blood glucose values between 40-400 mg/dl for calibration. If one or more of your readings is outside of this range, the receiver will not calibrate. However, a root cause for the reported inaccuracies cannot be determined.